Manufacturer narrative:
Updated. During further investigation, a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. Testing of the pm board revealed no errors or faults. An extended test of the board resulted in the same findings. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the internal battery was not recognized. There was no patient involvement.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Battery was unable to be driven. Power management board was replaced. Unit was checked overall, cleaned, run in test and functional tested.

Event description:
The international manufacturer's sales representative reported that while he was checking the v60 unit in the sales office, he identified that the internal battery could not be recognized. There was no patient involvement.